Event description:
It was reported that upon interrogation of the device an alert message stating the device was in backup vvi mode with no tachy therapy available. Technical services determined that the device was in a hw reset and was unable to be recovered. It was reported that the patient is terminal and another device will not be implanted. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.